Event description:
It was reported that during an ldvt case, a perforation (right ventricular) was noticed as the patient's blood pressure dropped. The perforation was confirmed by external eco. Caller reported that the medical intervention provided was CPR and pericardia! Tap and (unknown) amount of fluid was removed. The patient was reported to be in stable condition. The physician believes that the perforation was caused by hexapolar catheter-stryker reprocessed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).